Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/19/2015 with the following findings: evaluation revealed that the pump was returned with the up arrow button responding intermittently and all of the other buttons respond properly. No evidence of physical damage on keypad. Evaluation revealed contamination under all button contacts. A dim display with red hue lettering was found. The battery compartment was cracked alongside. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed, contamination under buttons, a cracked battery compartment and dim display. This report is made based on results of investigation completed on (B)(6) 2015.